Manufacturer narrative:
The insulin pump was unable to prime during prime, compromised force sensor error test due to faulty fsr gold. There was no compromised force sensor error alarm noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime rewind process. The customer stated that the alarm had occurred after recently receiving a replacement battery cap. The blood glucose reading was 190 mg/dl. The customer's mother noted that no significant events leading to the alarm were observed; she stated that the customer was trying to perform an infusion set change when the alarm occurred. He was advised that the possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.